Event description:
It was reported that no readings/ sensor error/ brief sensor issue occurred. The wearable was inserted into the arm on (B)(6) 2026. On (B)(6) 2026, the patient began the day with a last known cgm reading of 157 mg/dl prior to leaving for school, with no treatment or bgm comparison performed at that time. At 7:15 am, the patient arrived at school and by 9:35 am, the school nurse called parent and reported a ¿brief sensor issue¿. A bgm was taken which read ¿high¿ with double upward arrows. The patient was reportedly unwell with body pain. The nurse administered insulin (unspecified dose) and continued monitoring. At approximately 11:30 am, a follow-up report confirmed that the cgm remained not working and bgm continued to read high, additional insulin (unspecified dose) correction was given. After school, a neighbor picked up the patient from school. The patient continued to have brief sensor issue, while bgm remained high. Neighbor performed urine ketone testing, which showed moderate ketones. No additional medication was administered at that time. At approximately 7:15 pm, the patient still appeared unwell, reporting body pain with cgm still not working and bg still reading high. Treatment continued with repeated insulin correction doses (every 2 hours unspecified dose), increased water intake. This resulted improvement, with bgm decreasing into the 400 mg/dl range, though the cgm remained non-functional. On the morning of (B)(6) 2026, the patient initially appeared stable but continued to feel unwell (unspecified cgm, no bg taken). Shortly after arriving at school, the patient developed symptoms including vomiting, lethargy, slurred and slowed speech, and decreased responsiveness, progressing to loss of consciousness. School nurse provided insulin (unspecified doses) then notified the parent. Cgm reportedly failed at the time, parent was unable to recall last known cgm reading and bg reading comparison. Parent drove the patient to the emergency department (ed), arriving at approximately 1pm. No insulin was administered during transport. Upon arrival, bgm still read high, the patient was diagnosed with dka within one hour and admitted. Hospital treatment was IV, insulin drip, IV fluid. The patient was discharged on (B)(6) 2026 and has been doing fine since. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of diabetic ketoacidosis.